Manufacturer narrative:
Correction - please refer to h6 (results & conclusion codes). The reported event could not be confirmed since the information in the brochure is not incorrect. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by using a large extraction hook for the removal a gamma3 titanium nail. The provided operative technique does specify in the product description section that "extraktionshaken, klein" (extraction hook, small) used for the titanium version "gamma3 (ti)" and the "extraktionshaken, gross" (extraction hook, large) is used for the stainless steel version "gamma3 (stst)". In relation to the received operative technique, which was released in may 2010, it can be mentioned that on the homepage https://IFU.stryker.com a current version, of the implant extraction set operative technique is available. This version does also contain following statement: "caution implants can be subject to change. This can impact the compatibility of extraction instruments. It is therefore required to start the implant extraction with a complete extraction set in order to have access to alternative instruments." If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "according to our extraction instructions, broken gamma3 nails can be removed with a large extraction hook. Based on this information, the customer ordered a large hook for nail removal. During the surgery, it was discovered that the information in the brochure was incorrect and the extraction hook did not fit into the nail. For this reason, the duration of the operation was extended by one hour and the removal of the nail had to be performed using an alternative method."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. The device is not defective, the problem is with the extraction instructions.

Event description:
As reported: "according to our extraction instructions, broken gamma3 nails can be removed with a large extraction hook. Based on this information, the customer ordered a large hook for nail removal. During the surgery, it was discovered that the information in the brochure was incorrect and the extraction hook did not fit into the nail. For this reason, the duration of the operation was extended by one hour and the removal of the nail had to be performed using an alternative method."